Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26755. Related manufacturer reference number: 2017865-2021-26756. Related manufacturer reference number: 2017865-2021-26760. It was reported that a patient presented in clinic. The patient's pacemaker (pm), right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead had event of infection. The pm, ra lead, rv lead, and lv lead were all explanted due to the infection. The patient was stable throughout procedure.